Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 4x4, island dressing, sterile 50/bx a50044 make him break out and he has a sore, patient has presented a bleeding for this matter. Patient said his nurse has him trying transparent dressing. Last ordered 10/2024. There was no patient involvement, and no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).